Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately 114 months ago. The patient was lost to follow up for 5 years. It was reported that the patient presented to the ER with back pain. A CT scan and angiogram revealed a type 1 endoleak at the distal limb of the aneurx graft. The cause of leak was lack of seal in right iliac artery due to remodeling of patients anatomy. An endurant limb was implanted to seal the leak. Post angio revealed endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): endoleak, disease progression; distal seal remodeling.